Event description:
It was reported that the company rep thought they had an open circuit. The company rep reported, the pt had a visit with physician on (B)(6) 2010, to have placement and function of the left side device checked out. The rep interrogated the device and thought the numbers meant an open circuit on the left but he was not sure. Pt developed some new movements of the left leg, and his dad felt it might be due to overstimulation and the voltage was reduced on the right to 1.8 volts. Most of the impedances on the left side were outside the normal range at >2,000 ohms. The left side was turned off following impedance testing. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).